Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the device experienced premature/abnormal depletion, with the battery depleting in less than two years. The cause was not known. The patient exhibited worsening baseline symptoms, including urge incontinence and urgency frequency. The device was explanted. The issue was resolved.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that output and telemetry were acceptable; however, the battery was near normal battery depletion. Before eri, the device was on track to last less than 1.44 years based on the estimate for 14 hz frequency, 210 usec pulse width, 7.0 ma amplitude, and two active electrodes compared to the device¿s 6.6 ma amplitude and four active electrodes. After eri, the average amplitude decreased by more than half. This change extended the battery¿s life by drawing less power, as shown by it taking over 277 days to go from eri to eos instead of the ~170 expected from the pre-eri settings. However, by definition, most of the battery had already been depleted by the time it got to eri. 1.88+ years is a reasonable longevity for a device at these settings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.